Manufacturer narrative:
Three opened cannula/hub assemblies were received in a small part tray for the report of leaky trocars. The returned samples were visually inspected and were found non-conforming with damaged to the septum. Photos attached to the parent complaint were reviewed by the manufacturing site. Photo 1 is of the custom pak list which confirms the reported product and lot number. Photo 2 is of three trocar cannula/hub assemblies loose in a small part tray (smpt), reported issue of leaking could not be confirmed. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are four additional complaints associated with the component lots for the reported issue. The exact root cause for this complaint is unknown, how and when the trocar septum damage occurred can not be determined. The exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, the trocars leaked. The trocars were replaced and the procedure was completed. There was no harm to the patient. The surgeon indicated he does not wish to provide any further details. This is one of four reports from this surgeon.